Event description:
New information received indicated that the patient was scheduled for surgery on (B)(6) 2013. The patient's vns generator was replaced on (B)(6) 2013 and lead impedance of the new generator was ok. Attempts to return the explanted generator is underway.

Event description:
The explanted vns generator was returned to the manufacturer on (B)(6) 2013 for product analysis. Product analysis was performed and the vns generator was found at ifi (intensified follow-up indicator) = yes. Product analysis results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current. The vns generator revealed that 93.386% of the battery had been consumed. Other than the noted ifi condition, there were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
It was reported that the patient is having increase in seizures and is being referred for a battery replacement. The physician reported that the vns generator is at ifi (intensified follow-up indicator), and plans to replace the vns generator however the surgery did not occur to date. Attempts to contact the physician for additional information have been unsuccessful to date.